Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a 28mm x 3.00mm promus premier select stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal and mid stent regions of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a kink in the shaft polymer extrusion in the midshaft region measured at 4 cm distally to the midshaft bond. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 24apr2020. It was reported that crossing difficulties occurred. A percutaneous coronary intervention was being performed and a 28mm x 3.00mm promus premier select stent would not cross the lesion. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed stent damage. It was further reported that the 92% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. The lesion was pre-dilated and the residual stenosis was 40%.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a 28mm x 3.00mm promus premier select stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal and mid stent regions of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a kink in the shaft polymer extrusion in the midshaft region measured at 4 cm distally to the midshaft bond. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 24apr2020. It was reported that crossing difficulties occurred. A percutaneous coronary intervention was being performed and a 28mm x 3.00mm promus premier select stent would not cross the lesion. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed stent damage.